Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: por events were observed in the black box. The battery compartment was cracked between the keypad and the case seal. The battery compartment was also found to be leaking during a leak test. The pump was unable to power on and completely unresponsive. The pump¿s cover was removed; moisture corrosion was also observed inside the pump to the display screen, the keypad connector, and to the power pcb. The reported ¿power¿ complaint was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging after bathing with the pump, there was reportedly no power to the pump. It was noted that the display was completely black and the keypad buttons were not responsive. There reportedly appeared to be drops inside the display. It was noted after a battery replacement, the power never restored on the pump. The cartridge and the battery cap were reportedly replaced a month ago. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.